Event description:
Patient underwent surgery for pelvic organ prolapse on (B)(6) 2010: robotic sacrocolpopexy with gynecare mesh presents to my office today with findings of mesh erosion/extrusion in the upper vagina. Symptoms of pain, dyspareunia, vaginal discharge. Plans from here = outpatient transvaginal excision of extruded mesh and cystoscopy.